Event description:
It was reported to boston scientific corporation that an ultratome was used during a procedure performed on (B)(6), 2023. During the procedure, the cutting wire of the ultratome broke on the shaft in front and the cutting wire with a piece of the attachment was detached in the stomach and was recovered with the protective cap. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h2 (additional information): block b5, block d4 (upn, lot number, expiration date), block h4 (device manufacture date), block h6 (impact codes), block h6 (device codes), block d7a, and block h8 have been updated based on the additional information received on june 15, 2023.

Event description:
It was reported to boston scientific corporation that an ultratome was used during a procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the ultratome broke on the shaft in front and the cutting wire with a piece of the attachment was detached in the stomach and was recovered with the protective cap. There were no reported patient complications as a result of this event. Additional information received on june 15, 2023: the ultratome xl was used in the stomach during an ingrown feeding tube removal procedure. It was reported that the wire anchor of the ultratome xl dislodged. The procedure was not completed due to the dislodgement of the cutting wire anchor. The procedure took longer than expected and the patient had to undergo surgery as the patient's ingrown feeding tube had to be surgically removed, which was the original indication of the procedure. The surgery was performed at a later date, and it was reported that a new feeding tube was placed. There were no patient complications reported as a result of this event. Note: it was reported that the device was used in the stomach in a procedure to remove an ingrown feeding tube. However, according to the instructions for use (IFU), the tome devices are indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi. The sphincterotome can also be used to inject contrast medium. The reported anatomy location and procedure are not described in the indications for use.